Event description:
(B) (4). It was reported that psot a coronary artery stenting treatment procedure, the patient died. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3.5mm and the lesion length was 20mm. Pre-procedure there was 100% stenosis and post-procedure was 20% stenosis. No attempt made for direct stenting. A 3.5x24mm liberte stent was implanted. The stenting procedure was a technical success. The patient was discharged three days after the index procedure without anginal complaints or silent ischemia. The patient experienced sudden cadiac death on the day of discharge.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.